Event description:
It was reported that the patient did not recharge the ipg as recommended. The ipg became inoperable and the patient lost therapy. Surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Per event description, the patient said he didn't charge it in month and the system was not working since 2019. Per document (B)(4), no product evaluation form was initiated. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿